Event description:
The patient contacted animas on (B)(6) 2012 alleging that for the past three to four months the up arrow keypad button has been intermittently unresponsive and required hard presses to evoke a response. The patient continued to wear the pump. There was no reported damage to the pump. There is no further information regarding the complaint at this time. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. The down arrow and ok key contacts are misaligned, and the up arrow contact is inverted. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.